Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged the patient had a gunther filter implanted on an unknown date. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient received implant on (B)(6) 2008 via the femoral. No further information was provided.

Manufacturer narrative:
Investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received. No relevant notes on neither device or lot number. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, thrombosis/stenosis/occlusion, tilt, fear, limited physical activity. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right common femoral vein due to a gunshot wound/bilateral lower extremity deep vein thrombosis (dvt). Patient is alleging vena cava perforation, and tilt. Patient alleges "fear of device failure, causing injury." Patient can no longer engage in "daily activities." Per computed tomography (CT) report, "there is an infrarenal ivc filter in place. The ivc below the level of the filter is expanded as are the iliac vessels and there is no enhancement of any of the veins in the pelvis or lower abdomen below the inferior vena cava." "There is filling defect above the ivc filter at the level of the renal veins which persists on the delayed images." "Impression: 1. Ivc filter in place with complete thrombosis of the veins below the level of the filter as well as a filling defect in the ivc above the tip of the filter". Per CT report, "the inferior vena cava has become very small in caliber since (B)(6) 2009." Per CT report, "the ivc is diminutive with an ivc filter in place caudad to the bilateral renal veins. Additionally, a high density structure is present within the distal ivc and extends into the bilateral iliac veins, right greater than left. Given the patient's clinical order, the struts perforate the ivc into the retroperitoneum without organ involvement measuring 1.5 cm in longest diameter." "Impression: 1. Given the patient's clinical history, the ivc is diminutive/ stenotic with an ivc filter in place caudad to the bilateral renal veins. Additionally, a high density structure is present within the distal ivc that extends into the bilateral iliac veins, right greater than left of uncertain etiology. The ivc struts perforate the ivc without organ involvement, into the retroperitoneum measuring 1.5 cm in longest diameter".